Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, when the iol was came out of the cartridge, the end part of the iol optics was cracked. The defective iol was not implanted. There was no patient impact.

Manufacturer narrative:
Additional information was added in h.6 and h.11. The product was not returned for analysis. Only photo and video were returned. The reported complaint was observed on the returned photo and video. Returned photos and video show an implanted intraocular lens (iol) on a monitor screen, there appears to be a large crack/mark near the optic edge. Returned photo shows an iol in three segments on top of a lens case. Based on our observation of the attached photo/video, there appears to be a large crack/mark near the optic edge. The origin of the observed crack/mark cannot be confirmed based on the returned video alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).